Event description:
It was reported that, two months after implantation of a twinfix ultra in a repair surgery of left knee anterior and posterior cruciate ligament, internal, external collateral ligament, and the left knee lateral meniscus on the date (B)(6) 2018, the patient complained about an ongoing pain and swelling. It was suspected a potential infection; nonetheless, it was only prescribed anti-inflammatory drug. No other complications were reported.

Event description:
It was reported that the patient complaints about an ongoing pain and swelling 2 months after implantation of the repair surgery of left knee anterior and posterior cruciate ligament, interna, external collateral ligament, and the left knee lateral meniscus on the date 31 oct 2018. There was an infection, hence, prescribed anti-inflammatory drugs were provided. No other complications were reported.

Manufacturer narrative:
One 72202602 twinfix ultra 5.5mm suture anchor was used in a 2018 treatment. Product was not returned for evaluation, therefore evaluation was limited. If further information becomes available, the complaint may be revisited. The allegation and attachments contain varied information depending upon when within the timeline, the report questions were revisited. Some information is listed as customer self-evaluated. Allegation recorded pain and swelling reported with later customer response attachments listing the infection symptom as ¿suspected¿ vs. Confirmed. Immediate post-op reported ¿normal condition after the procedure concluded¿. One month post op reported: ¿suspected¿ infection results; anti-inflammatory medication prescribed. Two months post op reported: ¿symptoms disappeared¿. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Bone quality must be adequate to allow proper placement of suture anchor. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ recommended prep instrument for normal bone condition is a pilot hole with a 4.5 spade tip drill and a 5.5/6/5 threaded dilator. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution. Results and probable cause were drawn, determined or concluded based upon files such as manufacturing documentation, batch record review, complaint history, instructions for use, risk management, material assessment and technique guides (as applicable). No indication suggests product did not meet specifications upon release for distribution. There is no data to suggest a direct link between the post-operative condition(s) and product used during the procedure. No additional actions required at this time.